Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed specifications.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 211 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. The customer stated that their threshold suspend was set at 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a replacement sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed specifications.